Manufacturer narrative:
No anomalies detected by checking the sterilization charts of the lot# of the liner involved (lot# 2015at26u) on a total of (B)(4) pieces manufactured with the same lot#, thus indicating that the product was correctly sterilized before being placed on the market. First and only complaint received on this lot#. We will send a final emdr once the investigation will be concluded.

Event description:
Right reverse shoulder arthroplasty performed on (B)(6) 2016. First stage revision due to infection was done on (B)(6) 2017. Second stage revision done on (B)(6) 2018. Event happened in (B)(6).